Event description:
Affiliate reported that a few days following implantation of proceed mesh, the pt vomited which was thought to be a sign of intestinal occlusion. During the re-operation, the surgeon observed the mesh layers to be separated. The small intestine was observed wound around the orc layer.